Event description:
During an in clinic follow up, episodes of post-paced t-wave oversensing were noted on the device. The device was reprogrammed to resolve the event. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow up, episodes of post-paced t-wave oversensing were noted on the device. The device was reprogrammed to resolve the event. The patient was stable.